Event description:
Asr revision reported via sales rep. Asr xl. Left. Reason(s) for revision : pain and cup loosening. Update rec'd (B)(6) 2015. Medical records received. Upon revision, a large pseudocapsule, granulomatous tissue, a large effusion, wear debris and corrosion on the trunnion were noted. The stem remained in situ. The head, sleeve and stem are being reported. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other report against the product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).